Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 6.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an event with 6 infusion sets where infusion set cannula was dislodged between (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The infusion set was in use for 12-48 hours for all events. Insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.